Manufacturer narrative:
A partial lead was returned in one piece. Visual inspection found internal insulation abrasion under the superior vena cava shock coil breaching the ring electrode cable lumen with one ring electrode etfe cable coating abraded. The inner coil lumen was intact in this location. The reported events of oversensing noise and suspected insulation failure were confirmed to be due to the internal insulation abrasion with one ring electrode etfe cable coating abraded.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
While reviewing transmitted device data, over-sensing due to noise was noted on the right ventricular (rv) lead. The physician successfully explanted and replaced the lead. The patient was stable with no consequences.